Event description:
It was reported that the patient's device "didn't work at all." The caller stated when the patient was implanted with this device in 2009 they were given another patient programmer and now has two of them. No further information about the patient was known at the time of report. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v012043, implanted: (B)(6) 2007. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).